Manufacturer narrative:
Covidien service center investigation of the unit could not duplicate the reported incident that the unit did not alarm. The unit was cycled 50 times each for without the customer owned sensor and extension cable, and then with the customer owned sensor and extension cable applied on a subject, through the limit settings, and the unit responded every time for audible and visual alarms.

Event description:
Customer reported an n-560 where the unit did not give an alarm. The pt at home became a blue color in the face, and according to the technician the incident had no impact on the health of the pt. No info was received regarding any required intervention being performed.